Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical electrode had no function when activated. The issue occurred during a therapeutic transurethral resection of the prostate (terp) procedure that was completed with a similar device. There were no reports of patient harm.